Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Pacemaker technician.

Event description:
It was reported that the pulse generator exhibited inappropriate telemetry measured data. The patient will be checked in 6 months at the next routine follow up.